Manufacturer narrative:
As of (B)(6) 2017 retained samples were submitted to the lab for testing in addition to evaluate the biocompatibility studies.

Event description:
Consumer stated that product ripped her skin off when removing the bandage.